Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown intrathecal medication via an implantable infusion pump. Patient history included non-malignant pain. On (B)(6) 2015 the patient was in the emergency room (ER) with suspected overdose. The hcp was looking for information on stopping a pain pump and was sent the emergency procedure to empty the pump reservoir. Event and patient outcome were unavailable at the time of the report. Additional information has been requested but was not available at the time of this report.